Manufacturer narrative:
Product complaint # (B)(4). Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Information regarding patient weight, height, medical history, race, and ethnicity was not reported.

Event description:
This complaint is from a literature source. As reported in the literature publication entitled, ¿cardiac electrophysiological characteristics of silent paroxysmal atrial fibrillation: what causes asymptomaticity?¿ (pmid:31588639). 3 patients who underwent radiofrequency catheter ablation for the treatment of paroxysmal af for the first time experienced cardiac tamponade.